Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model#: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient has blood in the urine. Unknown if it was device related.